Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate dropped to a low rate. Possible intermittent far field r-wave (ffrw) oversensing was noted on some episodes, and it seemed the lead wasn't "capturing or sensing appropriately". An external pacing device was required. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead or ipg never lost capture. It was also reported that the patient was not paced externally.